Event description:
The system 6 aseptic housing was sent for evaluation because the lid of the device detached. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis it was concluded that cause of the failure was a chemical attack on the hinges of the housing that occurred as a result of improper sterilization practices including improper rinsing, or use of improper concentration of a basic disinfectant.